Manufacturer narrative:
Upon further review, the event associated with mw#8610047-2021-02884 appears to be a duplicate of mw#8610047-2021-02879. This report will be the final for mw#8610047-2021-02884, and all future/relevant information will be included on mw#8610047-2021-02879 going forward.

Manufacturer narrative:
Customer has been directed to send the device into the national service center for evaluation. Should additional information become available prior to the investigation conclusion, a supplemental report will be provided.

Event description:
As reported, the evis exera iii video system center displayed a b30 communications error when used in conjunction with any 190 series scope. There was no patient harm or consequence reported as a result of this event.